Event description:
On 03/07/2000, the facility operating room supervisor informed the MFR's sales rep of the following: pt came in for routine chest x-ray that showed the catheter was broken off. Pt went to radiology where the physician fished out the broken part of the catheter. The catheter had broken off 4cm and did not travel. On 03/07/2000, the MFR's sales rep spoke with the physicians office to obtain all the names of the nurses/physicians involved with this incident. The radiologist who retrieved the catheter segment showed the sales rep the x-rays of the catheter. Radiologist had never seen breaks like these. Informed the MFR's sales rep the catheter may be in pathology. The MFR's sales rep was informed by the chemo nurse that the device had not been used in a year and the pt had not been in to flush or maintain the device. The implanting surgeon informed the MFR's sales rep that surgeon encountered some problem at implantation (problem not specified). No further details are available.